Event description:
When the physician was ready to engage the essure handpiece, it misfired.what was the original intended procedure?essure-permanent sterilization.device #1is this a laboratory device or laboratory test?no.